Event description:
The distributor in (B)(4) reported when the device was turned on in order to place it on a pt. The device alarmed "vent inop", "motor fault", "circuit fault" and "xdcr fault". The pt was placed on another device. No pt harm was reported.

Manufacturer narrative:
(B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was that the device's main pcba was malfunctioning. The distributor in (B)(4) was shipped a replacement main pcba to repair the device and returned it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty main pcba for eval. As of 07/24/2015 the alleged faulty main pcba has not been received.

Manufacturer narrative:
Failure analysis: examined vela main pcba pn: 52850, rev. F, sn: (B)(4) and found that the 0.0 cmh2o calibration of the turbine differential transducer pt800 failed to calibrate and the 3.0 cmh2o calibration of the exhalation flow transducer pt802 failed to calibrate. The main pcba was installed into a known good vela test ventilator and calibration was performed per test standard 91572 sec. 5.7. The events log has multiple turbine differential xdcr faults (0,0,xxx) which indicates that this transducer is drifting and is not functioning normally. The event log did not contain exhalation flow xdcr faults but, this transducer did fail during testing. The turbine differential xdcr fault caused the turbine to fail and the unit to go vent inop. The unit¿s event log also, contains many errors that are related to this issue i.e. Circuit fault, low ve, and motor fault. Finding/root-cause: duplicated, xdcr fault occurred (0.0.4077), complaint allegation. Defective vela main pcba pn: 52850, rev. F, sn: (B)(4), its turbine differential transducer pt800 pn: 68354 and exhalation flow transducer pt802 pn: 68355 are drifting.